Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have a frayed cable. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue of frayed cable was identified prior to reprocessing. It is unknown if there were any signs of thermal damage at site of insulation damage. It was unknown if the instrument collided with any other instrument or tool during the procedure. The procedure was completed with the same instrument. It was unknown if after the completion of the procedure the instrument was inspected for any damage. It is unknown if a fragment fell inside patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damage, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. For clarification and based on the reported customer complaint about the instrument cable being frayed, during the visual inspection, it was found that the conductor wire is not frayed, but wire insulation is damaged. The instrument passed the electrical continuity test. This continuity test was performed on each grip and current energy flow was detected across both grip tips. Instrument passed energy delivery test. The probable root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.